Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular (rv) lead exhibited low pacing impedance. The patient then presented in clinic for follow-up. Interrogation revealed the lead also exhibited high capture threshold and r-wave amplitude decrease. Lead revision procedure was performed on (B)(6) 2023, and a leadless pacemaker was implanted while the chronic pacemaker was reprogrammed to deactivate the rv lead. The patient was stable.